Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the patient was moved to another room. The customer did not request philips service for this event. A philips field service engineer (fse) called the customer to get the information. The reported problem was caused by the defective low-voltage power supply in power distribution unit (pdu), the customer solved the issue themselves by replacing the pdu. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.